Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 01, 2016 that an ultraflex esophageal proximal release covered stent was to be used to treat a 6-7cm malignant stricture in the middle and lower part of the esophagus to the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started releasing half of the stent when the stent could no longer be fully deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. Reportedly, the patient had lacerations when the partially deployed stent was removed. However, there were no additional interventions done to address the lacerations and were left for observation for the following week. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the shaft was kinked. Functional analysis of the device found that the shaft bowed during a failed deployment attempt. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal proximal release covered stent was to be used to treat a 6-7cm malignant stricture in the middle and lower part of the esophagus to the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started releasing half of the stent when the stent could no longer be fully deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. Reportedly, the patient had lacerations when the partially deployed stent was removed. However, there were no additional interventions done to address the lacerations and were left for observation for the following week. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.